Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
It was reported that the interconnect cable could not connect to between the c-arm the workstation. This will prevent the system from booting up and becoming usable. There is no report of injury or death associated with the event described in this complaint.